Manufacturer narrative:
Follow-up was attempted and the patient has not been seen at the clinic since 2007.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5054-58 lot# serial# (B)(4) implanted: (B)(6) 2001.

Event description:
It was reported by the patient that there was a problem with the patient's lead. The patient indicated that at the time of implant "they did not properly attach the lead wire". Additional information has been requested, but is not available. The patient's leads remain in use. No patient complications have been reported as a result of this event.